Manufacturer narrative:
(B)(4). Ge healthcare recommended replacement of the flow sensor.

Event description:
The hospital reported the unit had a failure of the flow sensor that affected mechanical ventilation. There was no reported patient injury.